Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and the provided information, the foreign material could not be removed during reprocessing because it was adhered to an area other than the outer surface of the scope. The adhered foreign material had not been identified. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that subject device had an endoscope image that was dark due to foreign material inside the light guide lens. There were no reports of patient involvement.